Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been recovered for investigation. There is no information at this time to suggest an electrode belt malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was at home at the time of the event. Ems was called, and ems performed resuscitation attempts for approximately 30 minutes. Device download data revealed that the patient was treated once during the event. At 15:04:46 the patient went into polymorphic vt. The response buttons were pressed during the arrhythmia, preventing the lifevest from delivering a treatment. It is unknown who pressed the response buttons. Motion artifact was evident on the ECG's, so it is possible that ems had arrived and begun resuscitation attempts. The patient transitioned to vf at 15:08:21 and the lifevest was shutdown. It is unknown who removed the battery from the lifevest monitor. The lifevest was started up again about three minutes later while the patient was still in vf. Varying amplitude of the vf signal delayed the lifevest treatment. The lifevest delivered a treatment at 15:15:05 during vf. The post-shock rhythm was asystole. The patient remained in asystole, and CPR artifact was evident. The lifevest electrode belt was disconnected at 15:22:31, preventing any further lifevest monitoring. The lifevest properly treated the vf arrhythmia. Post-shock asystole is a known potential outcome of external defibrillations. It is unknown who pressed the response buttons during the run of vt, or who removed the battery pack during vf.